Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic after receiving vibratory alerts. The device failed to be interrogated using radio frequency telemetry. When interrogated without radio frequency, the device was observed to be in backup mode. The cause of the backup mode was from telemetry timeout. Programming changes were made and the patient was stable.